Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported no osseointegration, sinus perforation and good retention.

Event description:
Sinus perforation was reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.